Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath and tip found no damage or defects. Product analysis could not confirm the reported event, as there was no damage on the returned device.

Event description:
It was reported that the watchman access system (was) became kinked. A left atrial appendage (laa) closure procedure was being performed. A was and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and release criteria was checked. The closure device did not meet release criteria and was fully recaptured and removed from the patient. During the full recapture the was became kinked. The was was removed from the patient and a new was and new wds were used to successfully complete the procedure. The patient did not experience any complications or consequences as a result of this event.

Event description:
It was reported that the watchman access system (was) became kinked. A left atrial appendage (laa) closure procedure was being performed. A was and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and release criteria was checked. The closure device did not meet release criteria and was fully recaptured and removed from the patient. During the full recapture the was became kinked. The was was removed from the patient and a new was and new wds were used to successfully complete the procedure. The patient did not experience any complications or consequences as a result of this event.